Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was returned detached inside the hub of the microcatheter. The delivery wire and the introducer were observed to be in good condition. The stent was removed. The stent component was inspected under the microscope. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). Both ends of the stent were noted as completely flared. The issue documented in the complaint regarding the stent being impeded in the microcatheter was confirmed during the device inspection since the stent was found detached inside the hub; this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Based on this, the customer complaint was confirmed. Lake region medical did review the device history records relative to the manufacturing, inspection, and packaging of the lot 7000285. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contains the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00449. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 7000285) was impeded in the microcatheter and could not pass through the microcatheter. The physician retracted the stent and switched to a new stent to complete the procedure. The microcatheter was not replaced. There was no report of any negative patient impact. On (B)(6) 2024, per the cerenovus sales representative, additional information related to the procedure and device issue is not available. On 28-apr-2024, additional information was received. Per the information, the microcatheter used was a prowler select plus microcatheter (606s255x / lot# unknown). It was removed from the patient along with the original stent when the reported issue was encountered. Both devices were removed and replaced to complete the procedure. Based on the additional information received on 28-apr-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿